Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
The svc rep found bad surge suppressor pcb and replaced using proper esd procedures. System performes as intended.